Event description:
It was reported that customer experienced broken pump screen, and later evaluation confirmed that screen was cracked and remained black even though pump powered on. There was no reported impact to customer¿s blood glucose level. Customer¿s pump was planned for return and a replacement pump was provided with no additional information available regarding any further actions or outcomes.